Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, alerts for low ventricular pacing impedance, noise reversion, and high ventricular rate episodes were noted. The impedance was stable during the check, but there were two instances of low impedance noted prior. Also, the noise could not be reproduced. No intervention was performed. The patient was in stable condition.

Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition before, during, and after the procedure.